Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was still attached via the unbroken suture. The push catheter was kinked near the hub. The suture hole was torn on the distal end of the push catheter. The guide catheter was stretched and broken. During the investigation, the suture was cut and the stent released. The guide catheter revealed suture ligature marks. There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a female patient (patient age and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was ended without a stent as the physician was unable to cross the stricture a second time with the olympus visiglide guidewire. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a female patient (patient age and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was ended without a stent as the physician was unable to cross the stricture a second time with the olympus visiglide guidewire. There were no reported patient complications. The patient was reported to be in good condition after the procedure.